Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's parent reported that the aligners have damaged their son's gums and has chipped his tooth. The patient can no longer use the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.